Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are two previous complaints on this device. Analysis of the returned device was completed on april 9, 2024: during functional testing, the reported problem was not duplicated. Test 1: pump was run without tubing and alarmed air-in-line immediately. Test 2: pump was run with tubing, and without an air bubble, and no false air-in-line alarm was triggered. Test 3: a 1 inch air bubble was created, and each time the bubble made it to the air-in-line sensor, the alarm was triggered. The three steps above were repeated 5 times each, and the reported issue was not found in testing. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
It was reported that pump did not detect air in the line.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump does not detect air in the line. A review of the device's serial number history revealed one prior similar complaint. The device was investigated, and no issues were found. The failure mode was not confirmed, and the probable cause remains undetermined. CAPA-zm 2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).